Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, embedded fm on tube, smear on tube and damaged cap with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, embedded fm on tube, smear on tube and damaged cap was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue of embedded fm through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and implemented. H3

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing (B)(4) occurrences of containing foreign matter before use. The following has been provided by the initial reporter: fm in gel x5, embedded fm on tube x2, smear on tube x9, damaged cap x2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing 16 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: fm in gel x5, embedded fm on tube x2, smear on tube x9, damaged cap x2.